Event description:
It was reported that the medium-large clip applier would not hold a clip, tip was bent. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has received the da vinci product with an alleged issue and failure analysis is in progress. A follow-up MDR will be submitted upon completion of evaluation and/or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information: the issue was identified during the procedure. The event occurred on 11-sep-2025 per the scrub in the room. The tip was inspected prior to use. It was such a small detail that the bend was only identified when trying to fire clip. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle and the instrument would fire but the clip would not appropriately release. Medium-large clips were used, the vessel or tissue bundle was not greater than the specified diameter suggested in the IFU (10 mm for medium-large clip applier, 13mm for large clip applier). The instrument has been used at least twice during the case prior to the issue; the issue was resolved using a backup instrument. Correction: b3. Event date was updated to 09/11/2025.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 1.73mm offset at the tips. A clip could not be properly loaded into the clip groove of the grip-tips. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Correction(s): annex a - device prob desc 2 was updated to a040609 - material twisted/bent. Annex b - inv type desc 2 was removed as the code b13 was inadvertently entered.